Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.

Event description:
The facility reported to baxter that the reservoir of an intermate lv 250 device had ruptured after the device was filled with 9.63 ml of gentamicin in 240 ml of normal saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.